Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act, esc, and down arrow buttons on the insulin pump were not working properly. The customer was hospitalized on (B)(6) 2016 at 7 a.m. Due to a high blood glucose level. Her blood glucose level was 466 mg/dl. The insulin pump's screen was turning off and on. The insulin pump was losing power. She had a diabetic ketoacidosis. The customer was off the insulin pump since 12 a.m. On (B)(6) 2016. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.